Event description:
It was reported that the patient was seeing a ¿call your doctor¿ icon and a power on reset (por) message on the recharger. The patient had started seeing this couple of days prior to report. The patient charged ¿then it went away but now it was back.¿ at this time, the patient was unable to clear the por as she did not have the patient programmer (pp) available but would call back. Later, the patient called back with the pp available, had the same issue, and wanted to clear the por. The patient placed the pp antenna over the implant and pressed the sync button. The patient observed the message telling her to charge her implant. Patient services reviewed with the patient that she could bypass the por message with the recharger by pressing the audio button. The patient was able to get to the ins charging status screen on the recharger. The patient stated she would recharge the ins and then call back. Later, the patient called back and stated the por message would not change and the por remained on her screen. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).